Event description:
The customer reported there was a speaker malfunction on the screen. It was confirmed there was no audio produced at the time of the event. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI. A philips technical consultant (tc) went onsite to evaluate the device in question. The customer's alleged malfunction was confirmed and the tc replaced the speaker assembly and the main board to resolve the issue. Once replaced by the tc, the unit returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly and the main board. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.